Event description:
A baxter field service technician serviced a colleague device for a battery issue. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.5(5.08.92).

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated on site by baxter personnel. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a battery issue was confirmed and reproduced during on site evaluation. The cause was determined to be depleted main batteries due to user error. The main batteries and harness were replaced to fix the reported condition. Additional information: baxter will continue to monitor similar reports to determine if further actions are required.